Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unusable after its screen cracked when the device was inadvertently sat on, and a replacement pump was processed and shipped while the original was returned using a provided label. Symptoms included no adverse clinical effects. Outcomes included no impact to patient health and continued therapy with the replacement device. Investigation included collection of event details and return logistics tracking. Investigation of this device revealed physical damage to the display component due to accidental external mechanical force, consistent with user-induced damage, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from misuse or accidental damage outside of normal use.